Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is improper bone prep or not inserting the anchor co-axial to the prepared hole. The achilles speedbridge surgical technique specifically mentions using the supplied punch / tap to prepare the bone holes. Furthermore, the directions for use warns against attempting to implant into hard dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.

Event description:
It was originally reported that the tip of the anchor broke inside the patient. Unknown if tip was retrieved from patient. Follow-up investigation: procedure date was (B)(6) 2015. Procedure was a left haglund repair. While placing the final screw, the screw broke. A portion of the screw remained in the patient body. After the screw broke the surgeon tested the integrity of the other two anchors that had been placed and determined there was adequate strength for the repair. No additional anchor was placed, no extra incisions were made and there was no technique change made. The procedure was completed. The portion of the screw that was retrieved is being held by risk management at the facility and will not be returned at this time.